Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has reproduced the described customer issue. No device log files has been received. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the failure was caused by a leaking pressure transducer inside the air gas module.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a leakage in the air gas module in the ventilator. There was no patient involvement. Manufacturer's ref #: (B)(4).